Manufacturer narrative:
The customer¿s report of secondary back flowed into primary bag was confirmed. Sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection. The check valve was visually inspected under microscope. The check valve was noted to be assembled in the sets correctly, and the silicone membrane was centered on all returned primary sets. Functional testing was performed and fluid and air bubbles were immediately noticed going into the primary bag. The identified root cause was most likely caused by the check valve disc being pinched.

Event description:
It was reported that the secondary infusion of IV potassium 10meq/100ml, which was set to infuse at 60ml/hr via the IV infusion pump, back flowed into the primary IV normal saline 500ml bag. There was no patient harm reported.

Manufacturer narrative:
Concomitant medical products: 2 curos caps; 500ml baxter bag, lot #: v18l05j, exp jun 20, 0.9% sodium chloride injection; 100ml baxter bag, lot #: 389189, exp feb20, potassium chloride. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Customer declined to provide the requested information (initials, age. Date or birth, ethnicity and race, gender, weight, relevant medical history and admitting diagnosis).

Event description:
It was reported that the secondary infusion of IV potassium 10meq/100ml, which was set to infuse at 60ml/hr via IV infusion pump, back flowed into primary IV normal saline 500ml bag. There was no patient harm.